Event description:
Olympus medical systems corp (omsc) was informed that during the procedure, some abnormality sound was observed and the physician stopped use of the subject device. When the physician wiped it with a piece of gauze outside the pt, the probe broke off. The device was used ten times. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 14.5 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part of the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the user used the device having the scratched probe continuously, then the cracks developed by physical stress during the procedure. After that, the probe broke due to the stress beyond tolerance on the broken pint when the physician wiped it. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.